Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window detached from the lap joint. Microscopic inspection revealed the distal housing of the transducer to be complete with no shattered pieces. A media inspection of four pictures provided by the site showed detachment of the imaging window.

Event description:
It was reported that sheath detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. The opticross hd imaging catheter was introduced to view the target lesion. The first intravascular ultrasound was performed with no resistance encountered crossing the lesion or during removal. However, when the device was removed, it was noted that the sheath had detached. Fluoroscopy confirmed that the separated fragment was on the guidewire so the entire guide wire was pulled into the guide catheter. The distal side was dilated with a balloon catheter and the entire guide catheter was removed. The procedure was completed with another of the same device. There was no injury to the patient.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that tip detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. The opticross hd imaging catheter was introduced to view the target lesion. The first intravascular ultrasound was performed with no resistance encountered crossing the lesion or during removal. However, when the device was removed, it was noted that the sheath had detached. Fluoroscopy confirmed that the separated fragment was on the guidewire so the entire guide wire was pulled into the guide catheter. The distal side was dilated with a balloon catheter and the entire guide catheter was removed. The procedure was completed with another of the same device. There was no injury to the patient.